Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump buttons were unresponsive. The customer's blood glucose level was reported to be normal. No further information provided.

Manufacturer narrative:
The buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip. No damage on the electronics were noted. The pump passed the idle current tests. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the button keypad anomaly.